Event description:
It was reported that during delivery the lens was ejected rapidly from the inserter causing the capsule to break. The lens was removed intraoperatively from the pt's eye, vitrectomy was performed, and the incision was enlarged to implant an iris-fixated anterior chamber iol. Please reference MDR#: 1119279-2014-00158 for the delivery device used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.